Event description:
The physician encountered resistance withdrawing the device from the right carotid artery (rca) and noted that the radiopaque marker was missing once the device was out of the patient. The physician found the radiopaque marker in the rca. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information from the user facility stated that the device was prepared as per the directions for use, continuous flush was maintained and the anatomy was moderately tortuous.

Event description:
The physician encountered resistance withdrawing the devie from the right carotid artery (rca) and noted that the radiopaque marker was missing once the device was out of the patient. The physician found the radiopaque marker in the rca. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that a portion of the distal shaft was detached from the catheter. The radiopaque marker band was not present on the returned device. Material was noted to be present of the device 102cm from the proximal end. Further analysis concluded that this material was from the distal tip of the device. This analysis also noted significant mechanical damage in the form or scratch marks were evident along most of the distal tip. A 0.0158" mandrel was advanced through the device without issue. No other anomalies were noted. A review of the labeling found that the risk of tip detachment is noted in the directions for use: "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the microcatheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or damage microcatheter and guidewire. In severe cases, tip separation of the microcatheter or guidewire may occur." From the information provided, the device became stuck in the stenosis resulting in the tip detachment when the device was removed. Therefore, based on the investigation it was determined that operational context was the most likely cause of the reported event.